Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/30/2015. The fse confirmed a leak from disconnected erythrolyse reagent tubing disconnected from shear valve cvl 85/126 due to a clogged port. The fse replaced the shear valve, resolving the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported approximately 5 ml of uncontained clear fluid leaked from the bottom of a coulter lh 750 hematology analyzer. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.